Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While performing troubleshooting for the high blood glucose, the customer stated that there were small air bubbles in the reservoir, the size of champaign bubbles. The customer's blood glucose was 301 mg/dl. Customer states that the insulin pump was not rewound with the reservoir in place. Assistance was provided and the air bubbles were removed. Nothing further was reported.